Event description:
Pt reports one of her ms3 pumps (sn (B)(4)) is not working. Pt went to use it on (B)(6) 2018 and realized that battery had died, and it lost its charge. Product fault did not occur while pt was using pump. No clinical injury reported. Pharmacy is sending a replacement pump and pt will return malfunctioning pump for investigation. No other info provided. Dose or amount: 10.5ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.2.